Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was not holding charge. Contact stated that the battery typically only lasts about 2-3 days from a 100% charge. The customer's blood glucose level was in target range. Reportedly, customer would continue to use the pump for insulin therapy.